Event description:
Explantation of a cmc spacer due to pt discomfort. (B) (4).

Manufacturer narrative:
Interview with the surgeon who removed the implant indicated that the corners of the spacer was trimmed and that bone was removed from the metacarpal base. Trimming of the width of the spacer will result in the device fraying and the instructions for use (IFU) has a clear warning for trimming the width of the spacer. The IFU also explains that 1-2 mm of the trapezial shall be resected. Resection of the metacarpal bone may result in ingrowth from both metacarpal and trapezial causing a false fusion.